Event description:
Same case as MDR 2134265-2012-01094. It was reported that during a stenting treatment procedure, stent damage and removal difficulty occurred. Access was obtained via the femoral artery. The lesion being treated was located in the very calcified proximal right coronary artery (rca). Using an unknown sheath, the physician advanced a 38mm x 4.00mm ion stent delivery system (sds) to the target lesion; however, upon crossing the ostial rca, the stent hit calcium causing the distal edge of the stent to become flared. The sds was successfully removed. Then, the physician advanced a different 38mm x 4.00mm ion sds to the target lesion; however, it was unable to cross the lesion and the stent struts became flared. The physician tried to remove the sds; however, due to the flared stent struts, it was unable to be withdrawn back into the sheath. Vascular surgery performed a cut down procedure to remove the stent. No additional patient complications were reported and the patient's status is fine and discharged from hospital.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).